Manufacturer narrative:
The lay user/patient's products have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing on (B)(4) 2013 with no faults found. The test strips were also tested on (B)(4) 2013 and the primary complaint was not confirmed. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan to report the one touch ultramini meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On an unspecified date "five months ago", the patient obtained the blood glucose readings of 164 mg/dl, 284 mg/dl, 285 mg/dl and 273 mg/dl on the reported meter which she claimed were inaccurately high compared to her expected values. The patient manages her diabetes with insulin taken on a sliding scale. The patient reported she took 6.0 units insulin after these readings; specific type of insulin not provided. Two hours afterwards, the patient experienced the symptoms of weakness, fainting, dizziness and "feeling small." The meter, test strips and control solution were replaced. The lay user/patient's products have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing on (B)(4) 2013 with no faults found. The test strips were also tested on (B)(4) 2013 and the primary complaint was not confirmed. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed. The patient allegedly suffered symptoms suggesting severe hypoglycemia after taking insulin based on elevated meter readings. Therefore this complaint is being reported.